Event description:
The rptr stated that a syringe became disconnected from the female luer of the device during use. There was no reported pt injury or treatment associated with this event.

Manufacturer narrative:
(B)(4). Device has been returned for eval. Once the device has been evaluated, the MFR will file a follow-up report detailing the results of the eval.